Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2015. During the procedure, there had been a spontaneous desinsertion of the thread attached to the strip at the right of the patient when removing the sheats. The patient was seen for follow-up on (B)(6) 2015 and the patient reported severe pains when walking or sitting. The patient underwent another procedure and the strip was withdrawn without replacement. Additional information has been requested.